Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the active current test, sleep current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate the power management graph or perform the history review 1 week prior to the event date 08-nov-2025 in the pump history file due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. No corroded battery tube noted. No missing battery tube spring noted. The pump was received with cracked case at the battery tube side and a missing serial number label. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to moisture damage on the electronic assembly. Unable to perform the required tests due to blank display. Display anomaly-blank display confirmed during analysis due to due to moisture damage on the electronic assembly. Damage confirmed at the back of the pump (cracked case at the battery tube side). Damage- label damage or missing confirmed at the back of the pump. Upload error confirmed (unable to download history files and traces using thump due to blank display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : customer also reported crack on the pump and sticker with serial number was not on the back of pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-1884l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l, mmt-1884l was requested and customer response was the device will be returned.